Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. Furthermore 2 electrodes were found extra-cochlear during explantation surgery. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user had a trauma, falling on the implant side 2 weeks ago; responses were reduced after that. The user was re-implanted on (B)(6) 2019.

Event description:
The user suffered from a trauma on the implant side 2 weeks ago; responses were reduced after that.

Manufacturer narrative:
Based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. No date for possible further steps are available for now.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a trauma on the implant side 2 weeks ago; responses were reduced after that.

Event description:
The user had a trauma, falling on the implant side 2 weeks ago; responses were reduced after that. The user was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. In addition, according to the device explantation report form two channels were found out of cochlea at explantation surgery due to a post-operative migration of the electrode array. However to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.